Event description:
The surgeon attempted to implant an aq1016v silicone three piece lens, but the haptic caught in the cartridge and the lens became stuck. Thore was no pt contact or injury. The surgical technician stated that it was unk what caused the lens to become stuck. An msi-pm injector and an st-45s cartridge were used, but the facility was unable to provide the lot numbers.